Event description:
It was reported that the intraocular lens was removed intraoperatively due to the trailing haptic being torn off in the delivery device. The incision was enlarged to removed the lens and sutures were placed. Add'l info has been requested. Please reference MDR#: 1119279-2013-00069 for the delivery device used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.